Event description:
Procedure: cardiac surgery. According to the reporter: during the procedure, the clips were incorrectly formed on the mammary artery. They were formed crossed and as they were not closed correctly they slipped. They realized about bleeding during the post-operative period, so the patient had to be reoperated some hours afterwards. The customer informs about the impossibility to place the clip in the desired area as the "shat" was not "adjunt" in comparison to the jaw. Some of them fell in the patient cavity which were not difficult to remove.

Manufacturer narrative:
(B)(4).